Event description:
A 2.5 mm diameter x 24 mm length endeavor rx drug-eluting coronary stent delivery system was inserted into a pt for the treatment of a coronary lesion. It was reported that the physician inserted the endeavor sds and was attempting to reach the lesion site, however, he was unable to cross the lesion. As the physician withdrew the sds from the guide catheter, the stent came off inside the guide catheter. The stent was wedged in the catheter with a balloon and then retrieved. No add'l clinical sequelae were reported and the pt is fine. The stent was returned and not the delivery system. The stent was returned stretched with no evidence of breaks. Initial stent damage may have occurred during positioning attempts with further damage resulting from stent becoming caught in the guide catheter. Please note that this model number (en25024x) is not distributed in the us.

Manufacturer narrative:
Eval results/conclusion: other lack of info. Other secondary intervention.